Manufacturer narrative:
Customer service verified correct breast shield fit with the customer and sent out 27mm and 30mm breast shields for customer to try. In follow up with a complaint handler on 03/25/2021, the customer indicated she was still experiencing sores with the new larger sized breast shields and was having trouble expressing with the pump in style breast pump. The case was assigned to a medela clinician for follow up, who emailed the customer and after obtaining proof of purchase arranged for a replacement pump to be sent. Return of her original pump was requested for testing/evaluation. Subsequently on (B)(6) 2021, the clinician was able to speak with the customer by phone and she indicated the replacement pump was working well for her and her nipple sores were healing after using prescribed apno cream and coconut oil. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On (B)(6) 2021 the customer alleged to medela llc that her pump in style breast pump was causing pain and she had sores at the base of her nipples. She additionally alleged that she had already tried smaller breast shields and her doctor had confirmed the pain was caused by the pump and not the baby.